Event description:
The customer reported that the screen on her t:slim x2 device was very dim and hard to read. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained. There was no reported adverse impact to the customer's blood glucose level.